Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an unknown "error" message, would power off during use and, more recently, would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified) at 4 pm. It is not known how the patient manages her diabetes or if she made changes to her usual diabetes management routine. The reporter denied the patient developed symptoms due to the alleged issue. About 10 pm that same evening, the patient reportedly tested on a physician/ clinic meter; however, results were not specified. No additional treatment was specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issues were not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issues caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged unknown "error" message and power issues remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (6/15/2013).the patient¿s meter and test strips have been returned on 5/17/2013 and evaluated by lifescan product analysis on 5/23/2013 and 6/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.